Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set disconnects the following information was received by the initial reporter with the following : optima pieces spontaneously unluer from alaris spin collar on tubing, putting clinicians and patients at risk for exposure to hazardous drugs. The bd clinical team has trained and retrained all 5 of the (B)(6) hospital staff and this problem continues.